Manufacturer narrative:
Contact stated the product description and the product part number are unknown. See MFR: 3012307300-2018-01665.

Event description:
It was reported that there was difficulty threading or the catheter split while using a safety IV catheter. No report of patient injury.